Manufacturer narrative:
The reported device was not returned to edwards as access to the device was denied. Without return of the explanted device the reported clinical observation cannot be conformed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this aortic bioprosthetic valve, implanted approximately three (3) to four (4) years, was explanted due to aortic stenosis. The device was replaced with a 21mm pericardial valve with no adverse patient effects reported as a result of the valve replacement. Access to device was denied by hcp.